Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital on (B)(6) 2021 for a normal pulse generator change procedure. Prior to the procedure, it was noted that the patient's right ventricular lead was experiencing low pacing impedance that was less than half the original baseline value as well as high capture thresholds. The lead was explanted and replaced on (B)(6) 2021. The patient's condition was stable throughout.